Event description:
The customer reported that the insulin pump alarmed during the manual prime. Advised the customer that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump was received with a missing end cap sticker.